Event description:
An 18.0 diopter posterior chamber intraocular lens was implanted on 12/2/96 after extracapsular cataract extraction. It was removed on 12/17/96 because post-operative vision was unsatisfactory. The device was returned for evaluation, and met the specification for lens power. The device appears to have been correctly labeled.